Manufacturer narrative:
B3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 device expiration date: unknown. H4. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ short pen needles 8mm x 31g (100 count) is missing the label information. The following information was provided by the initial reporter: consumer called to inquire about expiration date on pen needles. She stated that she recently ordered the needles on ebay and there is no expiration date on the box.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that the bd ultra-fine¿ short pen needles 8mm x 31g (100 count) is missing the label information. The following information was provided by the initial reporter: consumer called to inquire about expiration date on pen needles. She stated that she recently ordered the needles on ebay and there is no expiration date on the box.